Event description:
It was reported the tube k2edta plh 13x75 2.0 plbl lav br experienced under-fill or low draw of a tube with blood. This event occurred 2 times. The following information was provided by the initial reporter: translated to english. The customer stated the "edta tube does not draw until the label mark and the complaint is that the vacuum is not adequate. It was received a complaint regarding blood aspiration in the 2 ml edta tube. The complaint is that the vacuum is not adequate and is aspirating a volume lower than that determined even using different puncture devices of different calibers (different needles from other manufacturers such as vaccuete).

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for underfill with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. The investigation was performed and it was not possible to identify the issue and correlate with a manufacturing problem. H3 other text : see h.10.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0007049; medical device expiration date: 2021-03-31; device manufacture date: 2020-01-30. Medical device lot #: 0076862; medical device expiration date: 2021-06-14; device manufacture date: 2020-04-16. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the tube k2edta plh 13x75 2.0 plbl lav br experienced under-fill, or low draw of a tube with blood. This event occurred 2 times. The following information was provided by the initial reporter: translated to english. The customer stated: the edta tube does not draw until the label mark and the complaint is that the vacuum is not adequate. It was received a complaint regarding blood aspiration in the 2 ml edta tube. The complaint is that the vacuum is not adequate and is aspirating a volume lower than that determined even using different puncture devices of different calibers (different needles from other manufacturers such as vaccuete).